Manufacturer narrative:
Investigation: bd has not been provided photos or samples for catalog 307731 lot 1804312 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of the strong conditions during use of the product.

Event description:
It was reported that during use the tip of syringe broke with a bd emerald¿ 5ml syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: while the nurse was trying to adapt the needle for eclipse injection (lot 1804010) to the tip of the 5ml 3-piece syringe (lot 1804312, ref 307731), the tip broke. The nurse then changed the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the tip of syringe broke with a bd emerald¿ 5ml syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: while the nurse was trying to adapt the needle for eclipse injection (lot 1804010) to the tip of the 5ml 3-piece syringe (lot 1804312, ref 307731), the tip broke. The nurse then changed the syringe.